Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got replace battery now or power error detected. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer blood glucose level was unknown at the time of incident. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Low battery alert less than one week and unexpected battery power loss not found during testing. Device passed the displacement test, sleep current test, active current test and self test. (B)(4).